Event description:
Dentist was working on a special needs pt, who needs the mouth gag to hold open his mouth. The pt moved and pushed the gag out of his mouth causing the tip to come off the instrument. The pt swallowed the tip before the dentist could retrieve it from his mouth. Nine eleven was called but it was determined that his breathing was fine and he needs no medical attn. The pt passed the tip two days later.